Manufacturer narrative:
Serial number not provided. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device battery is not charging. The customer is requesting that the battery be returned for bench repair. There was no reported patient involvement/adverse patient impact.